Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 404 mg/dl, 421 mg/dl to 496 mg/dl and it went down to 456 mg/dl. Offered high blood glucose troubleshooting but customer declined and they want to know if the insulin was going to their body. The devices will not be returned for analysis.